Manufacturer narrative:
For the investigation the provided log file was analyzed. It was not possible to retrace the described device failure. No indication of a technical fault could be found. However, the log shows that the device was switched off and on again by the user via the rocker switch. The device carried out a sound check after the restart as specified, probably the described beep can be traced back to this. If the screen turns black during operation, the device can no longer be operated via the primary control unit. It is then also no longer possible to monitor ventilation and gas parameters. Other device functions such as gas supply and automatic ventilation are not affected. In such cases, manual backup mode can be activated using a manual switch on the front of the device, as described in the instructions for use. In manual backup mode, the basic therapy functions of the device (e.g. Fresh gas supply, manual ventilation, basic pressure monitoring on the separate mixer status display) are available to safely end the current patient case even without a functioning primary display. On site the device was checked and no malfunction was detected. A possibly loose plug connection of the control unit cannot be traced on the basis of the log. Thus, the exact root cause for the reported black screen and continuous loud beeping could not be determined. However, neither were indications for a vent fail or other device malfunctions during the reported case in question found. If known before, the case would not have been assessed reportable according to MDR.

Event description:
It was reported that the device failed during use with a black screen and continuous loud beeping. There was no patient injury reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device failed during use with a black screen and continuous loud beeping. There was no patient injury reported.